Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately 4 minutes and 22 seconds from 14:56pm on (B)(6) 2021, which is sufficient time to replace the reagent. At 15:01pm on (B)(6) 2021, a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 9 was to be set to the default value of 100%. The properties of the reagent in bottle 9 prior to these user actions were recorded in the instrument logs as: ethanol concentration=89.3%, cycles=17, cassettes=1514, days=14. Although a user affirmed in the gui that the ethanol concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 15:01pm on (B)(6) 2021, the discrepancy between the ethanol concentration of 75% measured by the fas using a hydrometer on (B)(6) 2021 and that calculated by the instrument software of 99.9%, indicates that a use error occurred during manual replacement of this reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. The reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the user actions detailed above, the reagent in bottle 9 (ethanol) with an ethanol concentration of approximately 75% after replacement at 15:01pm on (B)(6) 2021 rather than 100% as affirmed by a user in the gui, was used for the final dehydration step of both the "f fat" protocol started in retort a at 19:38pm on (B)(6) 2021 and the "f fat" protocol started in retort b at 21:16pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument functioned as designed during execution of both the "f fat" protocol started in retort a at 19:38pm on (B)(6) 2021; and the "f fat" protocol started in retort b at 21:16pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred between 14:56pm and 15:01pm on (B)(6) 2021, when replacing the reagent in bottle 9 (ethanol). This contention is supported by the fact that the ethanol concentration in bottle 9 measured by the assigned leica product application specialist vic/anz pathology using a hydrometer was 75%, and that calculated by the instrument software was 99.9%. This reagent was used for the final dehydration step of the "f fat" protocols started in retort a at 19:38pm on (B)(6) 2021 and in retort b at 21:16pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The facts indicate that manual replacement of the reagent in bottle 9 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Information documented by the assigned leica product application specialist vic/anz pathology detailed that: "customer complaint about dry tissue may be due to mismatch with size of tissue to length of protocol"; and the photographic evidence provided suggests that the dimensions of at least one (1) of the affected patient tissue samples may not be in accordance with the manufacturer recommendations in relation to the recommended protocol duration for different patient tissue sample dimensions including maximum thickness. The "f fat" protocol with a duration of 13 hour and 41 minutes is a laboratory defined protocol, which has been validated for use on this instrument in the complainant laboratory since (B)(6) 2021, and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to the use of this protocol. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different patient tissue sample dimensions including maximum thickness and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Based on the manufacturer recommendations detailed above, the available information indicates that quality of processing of at least one (1) of the patient samples exhibiting sub-optimal processing may have been further adversely impacted by use of the "f fat" protocol with a duration of 13 hour and 41 minutes, because the duration of the protocol was not suitable for the dimensions of the patient tissue sample.

Event description:
The complainant contacted leica biosystems and the leica product application specialist vic/anz pathology documented that: "customer states tissue is glassy and doesn't look like wax infiltrated" and "customer also says tissue is increasingly dry". On (B)(6) 2021, the leica product application specialist vic/anz pathology (pas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The pas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottle 9, in which the measured ethanol concentration was 75% and the calculated ethanol concentration was 99.9%. The pas changed the reagent in bottle 9 to 70% ethanol and updated the instrument software to 70% and replaced the reagent in all bottles designated for xylene. The pas also documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "f fat" protocol executed in retort a comprising 41 cassettes, which started at 19:38pm on (B)(6) 2021 and completed at 08:42am on (B)(6) 2021 and the "f fat" protocol executed in retort b comprising 33 cassettes, which started in retort b at 21:16pm on (B)(6) 2021 and completed at 10:21am on (B)(6) 2021. The tissue type(s) and size(s) of the affected patient samples were not provided. However, the pas detailed that "customer complaint about dry tissue may be due to mismatch with size of tissue to length of protocol". On 03 december 2021, leica biosystems (B)(4) received information from the leica product application specialist vic/anz pathology that all patient cases involved in this event were diagnosable.